Event description:
The pt was on the ventilator, which alarmed with a technical error, requiring the ventilator to be removed from the pt. The ventilator was returned to the compay rep. Diagnosis: respiratory distress.